Manufacturer narrative:
No other information is available for this event.

Event description:
It was discovered in the beckman coulter inc. (Bci) warehouse that a ldld reagent pack was leaking. No injury was reported.